Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that the caller reports that the patient is continuing to pee, they tried to increase it last week but it was too strong so they decreased it. The caller tried to increase the stimulation today, but it said it was at its maximum and the patient was still peeing. The patient has not had any falls or trauma. Helped caller connect to implant and change programs and increase to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. The caller reported that the patient has an upcoming appointment. Reviewed to discuss the max settings screen with the doctor. Asked the caller about the event date and they did not give a specific answer, they explained that they were never told where to set it so they have been slowly increasing since implant. On 2026-jan-22, additional information was received from the patient. The patient stated that the cause of the "maximum settings" message was a "bladder lift". The patient reported that, to resolve the issue, an operation was done where a device was inserted into their buttocks. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.